Event description:
An integra neuro balloon catheter did not inflate during a procedure. The procedure was delayed long enough to switch to another balloon catheter. There was no patient injury or death involved. Information about the patient and procedure was not available. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. See scanned page.